Manufacturer narrative:
(B)(4). Batch number: p58g99. Investigation summary: the analysis results found that one ec60a device was returned with the anvil damaged the firing mechanism jammed. The device was received with a gst60w reload loaded on the device. The reload was received fully fired, with the cartridge body, drivers and one piece sled damaged. After further analysis it was noted that the knife had buckled. No functional test was performed due the condition of the device. The damage to the cartridge, knife and anvil is consistent with the device being clamped over an excess of tissue, causing the anvil to bent and for the firing stroke and the staple form to be incomplete. If enough force is applied to the firing trigger the knife will buckle, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. . Additional information received: reason for lobectomy; pulmonary metastasis. Initials of the patient starting by last name and age. Not provided. Was there a surgical delay due to the problem with the device? Yes, 20 min. Was there any damage / consequence in the patient due to the surgical demo? Any. What is the current state of the patient? In evolution, discharged.

Event description:
It was reported that during a lobectomy procedure, on the third fire on the pulmonary artery, the stapler jammed and the blade didn't advanced.